Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins). It was reported that the patient wanted to have the implant out because it had moved and was causing pain. The patient was redirected to a healthcare professional to discuss the ins moving and causing pain. The issue began in 2017, a couple months prior to (B)(6) 2017.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.